Event description:
The customer received a questionable n-terminal pro b-type natriuretic peptide (pro-bnp) result on their e170 analyzer. The patient's sample arrived in the laboratory frozen in an aliquot tube. The patient's initial result was error (sampl). The sample was repeated and the result was 5.00 pg/ml accompanied by a data flag. The result was reported as <5.00 pg/ml. The customer stated the result was reported as a false negative result. The sample was re-tested on (B)(6) 2012 as part of a correlation study and the result was 419.0 pg/ml. The doctor was contacted with the new result of 419.0 pg/ml. There was no information available as to whether the patient was adversely affected. Clarification was requested. The customer stated the sample was from an outpatient referred to them by another laboratory, and retrieving further information would not be possible. The pro-bnp reagent lot number and expiration date were not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).